Manufacturer narrative:
Visual inspection and functional testing was performed on six returned samples. The returned samples were received in used conditions without their original packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. Leak testing on the six samples received were performed using a syringe to look for unusual functions. The samples did not leak. A DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause has to be determined since the complaint was not confirmed. No corrective actions are required.

Event description:
It was reported that a cassette was leaking during compounding. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08343 is no longer considered reportable, please disregard any MDR reports associated with it.